Event description:
At the end of a routine hemodialysis treatment, arterial air alarms occurred that could not be resolved. A partial rinseback of the patient's blood was performed. It was determined that the disposable circuit had clotted preventing full return of the blood; resulting in approximately 66 cc of blood loss. No medical intervention required.